Manufacturer narrative:
Date rec'd by MFR: 24jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit had become contaminated requiring a blower, flow sensor, and tubing replacement. The technician recommended that the customer replace the power management board and recommended that the customer review the service bulletin which addresses a software update that would display a bacteria filter installation message. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit would not power on and the display was blank following the replacement of the unit's blower. There was no patient involvement.